Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to visable damage, missing components. Old style enclosure, pcb, and drain fitting were noted. The device was powered on and electrical testing performed. The reported customer complaint was noted to be confirmed. The problem source has been determined to be a bad heater assembly as a result of normal wear and tear.

Event description:
Information was received that a smiths medical level 1 hotline low flow system will not heat. No adverse effects reported.